Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was seen on (B)(6) 2016 and there was no notes regarding any problems with the device / therapy. It was stated, however, that there was been significant improvement and the patient has done well with deep brain stimulation (dbs). The hcp confirmed he will continue to monitor the patient, but have not heard from the patient since the appointment.

Event description:
The patient reported that he had annual checkups and every few months he went to the healthcare provider (hcp) for normal adjustments. Last time, the hcp's assistant adjusted the patient's device to 1.7 volts. After the visit, the setting changed from 1.7 volts and went back down to 1.5 volts by itself. This occurred in (B)(6). The patient did not think he made adjustments to the settings and the hcp did not either. The hcp later reported that no symptoms were reported in regards to the issue. The hcp was seeing the patient in clinic the week after (B)(6) 2016. The patient's indication(s) for use were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.